Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the device being implanted off-label and implanting the device after the expiration date have been ruled out. Additionally, severe force being applied to the implant, excessive twisting or stretching, and the patient having contraindicating conditions have been ruled out. However, patient non-compliance was identified as the patient touched and itched the incision site which contributed to device erosion. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to patient non-compliance (touching or picking at wound) as the patient picked and itched the incision site (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion of the neurostimulator. On (B)(6) 2026, a revision procedure was performed where the physician re-sutured the neurostimulator to the fascia. Antibiotics were given during the revision procedure. The patient attended a follow-up appointment on (B)(6) 2026, where the staples were removed. Additionally, the patient reported they no longer have the bad itching from the erosion, and they are doing well. No further issues have been reported.